Event description:
It was reported that "dr. Was final tightening the screws in the plate, and one of his turns the screw-driver slipped out of screw briefly. He commented that he noticed the screwdriver tip being "wore out" and requesting that we get him a new one. After case, we examined the tip of the screwdriver and noticed it was so worn down, that it should be discarded off. We threw one away, and will use the second one in the other set as a back up for both systems (sets)."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.